Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced and no evidence was observed which could have potentially contributed to the reported event. The product returned for evaluation was a 4fr s/l basic groshong catheter. Usage residue was seen within the luer hub and at the distal end of the catheter. The connection between the catheter and luer appeared appropriately made and was secure. The sample was visually inspected for potential damage, defect, or deformity and none was found. No evidence of a leakage site was observed. Microscopic and tactile assessments likewise found no evidence of a leak site. The sample was patent to infusion and aspiration using water and a 12ml syringe. No leakage was observed during flow testing. The sample was then pressurized by clamping the open end of the catheter and forcefully infusing water with a syringe. No leakage was observed during pressurization and during manipulation of the connections while pressurizing the catheter. In conclusion, there was no evidence of a leak site and no leakage was observed during functional testing.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaq1392 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that seepage was found to occur at the puncture site one week after successful catheter placement for the patient. The catheter was pulled out and catheter placement was re-conducted. No patient injury reported.